Event description:
It was reported that (1) device was used during a laparoscopic radical prostatectomy. It was reported by the affiliate that the h2tuv didn't function in the right way about 2 hours into the procedure. The generator emitted a continuous "bip" and did not work anymore. The surgeon used an old h1tuv and the "bip" stopped and used it to complete the case. There was no consequence to the pt.